Manufacturer narrative:
B.3: the date received by manufacturer has been used for this field. D.4: possible lot numbers include 3023920, 3023921, 3023925 and possible expiration dates include 3023920 01/31/2028, 3023921 01/312028, 3023925 01/312028. H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4: possible lot number device manufacture dates are 3023920 01/31/2023, 3023921 02/28/2023, 3023925 02/28/2023.

Event description:
Hold for rw 1.23. It was reported that bd syringe 20ml ll bns contained foreign matter. The following information was provided by the initial reporter: "during the process we found one syringe with contamination, we don¿t know if it came on the raw or was created during our process. The purpose of this email is just for awareness, I will let you know if we still have the part or if we scrap it."

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported one syringe was contaminated. To aid in the investigation, one sample with no packaging was received for evaluation by our quality team. A visual inspection was performed with 10x magnification. No defects, imperfections or foreign matter of any kind was observed. A device history record review was completed for material number 301031 and provided possible lot numbers 3023920, 3023921 and 3023925. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received material #: (B)(4) batch#: unknown it was reported by customer that they found one syringe with contamination and they don¿t know if it came on the raw or was created during our process. Verbatim: rcc received a complaint via email. Email(s) attached. During the process we found one syringe with contamination, we don¿t know if it came on the raw or was created during our process. The purpose of this email is just for awareness, I will let you know if we still have the part or if we scrap it. Item: 301029 serial/lot number: (B)(6).